Manufacturer narrative:
Investigation summary: the customer reported the set separated and leaked, and returned a photo of the failure location. The photo verifies the complaint of separation as a lower fitment solvent based connection issue. The root cause cannot be determined without the physical sample investigation. Device history record review for model 11522558 lot number 22095036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using a bd alaris¿ lvp 20d 3ss cv bv leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I placed the drug on the IV pole and the spike on the primary tubing that goes into the drug fell out spontaneously and leaked a significant amount of drug onto myself, the pump, and the floor. I cleaned the area and had pharmacy make another bag for the patient to receive and disposed of the one that leaked.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd alaris¿ lvp 20d 3ss cv bv leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I placed the drug on the IV pole and the spike on the primary tubing that goes into the drug fell out spontaneously and leaked a significant amount of drug onto myself, the pump, and the floor. I cleaned the area and had pharmacy make another bag for the patient to receive and disposed of the one that leaked.